Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was mg/dl at the time of the incident. The customer reported that her pump has been alarming and nothing on display as to why it's alarming. She also tried suspending the pump, and the pump continued to alarm. She is also reporting that the tone is very faint. The customer treated with meal and no further treatment or assistance needed. Issue did not continue when customer went to another location. The customer was advised to monitor the pump and call back if issue recurs. The insulin pump will not be returned for analysis.